Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable tachy lead, (B)(6) 2011; a 1999, competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received an appropriate high voltage therapy from the implantable cardioverter defibrillator (ICD). This was followed by a ventricular safety pace that resulted in a proarrhythmia which self-terminated. A second ventricular safety pace resulted in a proarrhythmia and another therapy. Ventricular safety pacing was then disabled by the physician. The ICD remains in use. No further patient complications have been reported as a result of this event.